Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee multi-purpose system. During a patient procedure, system movements stopped. The examination was aborted. We are unaware of any impact to the state of health of any patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation showed a system positioning problem in the area of the scu (stand control unit). The system is not able to determine the exact position of specific parts. To prevent a collision or other hazardous situations, the movement speed is reduced and the operator is ask to recover the system positioning by pushing and pulling the emergency stop button. This was initiated by the operator and resulted in a full recovery of the system. This type of failure does not lead to a full loss of functionality and further operation is still possible. Exchange of the affected scu resolved the error and reoccurrence was not reported.